Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a reactive toxoplasma immunoglobulin g (toxo igg) result for one (1) patient that was generated by the unicel dxi 800 access immunoassay system (remanufactured). The erroneous result was reported out of the laboratory; however, subsequent testing after reprocessing the sample produced a lower result in a different clinical category. It is unknown if patient treatment was affected in this event.

Manufacturer narrative:
The toxo igg sample was collected in a serum tube without a gel separator and centrifuged for fifteen minutes at 3000g. Qc and system information has not been supplied to date. Per the customer, it was noted that fibrin was observed in the patient's samples. The customer sent the sample to customer product line support (cpls) for additional investigation. Cpls was unable to replicate the reactive erroneous result. There was no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.